Event description:
It was reported that the patient is deceased. It was initially reported that there was possible premature battery depletion. Additional information received reported that the left ventricular (lv) lead had dislodged and pulled back into the superior vena cava (svc) and the right ventricular (rv) lead had high thresholds. Both leads were removed without difficulty. It was further reported that when using a non-manufacturer upsizing introducer in order to implant a competitor lead a perforation was noted. The patient was taken to open heart surgery but died. The perforation was reported to be related to the upsizing and not the removal of the rv or lv leads.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2010; 419678 implantable pacing lead, implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood, the helix of the lead was extrinsically bent, the overlay tubing of the lead was extrinsically breached due to a cut, the overlay tubing of the lead was extrinsically breached due to melting, and the overlay tubing of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.